Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in coronary diagnostic procedure when the issue occurred, and it was completed by moving the patient to another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to emit x-rays. During troubleshooting, the fse found that the footswitch cable was defective and the plug on the table broken off. The fse replaced the wired footswitch. The defective wired footswitch was returned to philips for part analysis. The analysis confirmed the malfunction of the wired footswitch and identified a physical damage in the cable. After the replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to emit x-rays. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Corrected: additional narrative. Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for a coronary diagnosis at the time of the reported event. The procedure was completed using another system. A philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. The fse identified that the cable and connector of the wired footswitch were damaged, causing the wired footswitch to malfunction. To resolve the reported issue, the fse replaced the wired footswitch. The system was returned to use in good working order and ready for clinical use. The wired footswitch was returned for further analysis. Visual inspection confirmed that the cable was damaged and the locking pins of the connector were broken. The reported issue is related to medical device correction z-2587-2023. The codes were updated based on the investigation outcome. Evaluation result code was corrected.